Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to air contamination (unspecified). It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin and levofloxacin by intravenous infusion (doses, frequencies and duration not reported). Dianeal therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined further follow up from baxter.